Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while attempting to reconnect to the pump, with glucose reported under 70 mg/dl and subsequent self-treatment with oral carbohydrates, after which the glucose returned to a normal range. Symptoms included low blood glucose. Outcomes included resolution with oral glucose and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and no device component failure identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.